Event description:
The patient had bard mediport placed for the purpose of receiving chemotherapy for lung cancer. Approximately two years later, the patient came to radiology for a mediport venogram for a malfunctioning mediport. During the venogram it was discovered that the mediport catheter was broken off just distal to its insertion with the majority of the catheter embolized into the inferior vena cava. The "floating" portion of the catheter was in the hepatic artery and right atrium. Catheter retrieval was performed by the interventional radiologist.